Event description:
It was reported that there was no lock between the implanted device and the external equipment. External equipment was exchanged and programming changes were made, however, this did not resolve the issue. Device revision surgery will be scheduled.